Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: dtba2d4, crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for intermittent and high defibrillation impedance which was found on the remote pacemaker/device transmission. The lead was reprogrammed with high voltage therapies turned off and the pacing portion remains in use. No patient complications have been reported as a result of this event.